Event description:
The international customer reported the ventilator cannot work on ac power during normal ventilation operation. The customer reported the device was not in use on a pt therefore, there was no pt involvement or harm. The MFR field service engineer confirmed the reported problem. The MFR's field service engineer evaluated the device and replaced the power supply to address the reported problem. The device passed all MFR requiring testing.